Event description:
The customer alleged that she performed a control test and received a result of 208 mg/dl. A normal control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer used the last of the test strips that gave the high reading, so no product will be returned.